Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. In troubleshooting the issue with olympus technical support via the phone, the customer stated the unit would be sent to the olympus service center for repair.

Event description:
A user facility reported to olympus the pip (picture in picture) was not working. The pip connector on the front of the evis exera iii video system center was checked and there was a pin broken off into the center connector. No patient impact was reported.